Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced diabetic ketoacidosis while on insulin pump therapy with blood glucose measuring 600 mg/dl with chest pain. The patient was reportedly treated at the emergency room; the patient received insulin via injection and intravenous fluids as treatment. Troubleshooting by animas customer support revealed basal delivery totals in the total daily dose do not match and the bolus totals do not match (>5% difference) due to the pump being suspended. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: a review of the bolus history showed a 2.95 unit normal bolus, and a seperate cancelled bolus of 2.446 units of the programmed 3.45 units was delivered. The delivered boluses were calculated and each day matched the total daily dose bolus history correctly. A manual pump suspend was also recorded. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history showed 2 units and the total daily dose showed 48 units. A manual 10 unit audio and a manual 10 unit normal bolus were performed and were accurately recorded in the bolus history and the bolus total daily dose history correctly showed 20 units. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The allegation of the pump bolus totals calculating a greater than 5% discrepancy was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.